Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for shock due to rapid svt. Atrial undersensing was noted and received treatment due to v>a rate branch. Programming changes were made. Patient is fine and will be scheduled for a routine follow-up.